Manufacturer narrative:
Investigation: based on review of information provided by the customer, there was nomination" of related leaks, alarms, procedure pauses, or centrifuge stops by the customer that may have pointed toward an instance where bacteria could be introduced. The run data file (rdf) was analyzed for this event and it was determined that the signals in there monitored in the run data file are not able to rule-in and/or rule-out contributing factors related to bacterial contaminations. Per the analysis conducted, the trima device itself would not contribute to the bacterial contamination of the product. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a platelet product tested positive for staphylococcus - cocci in clusters during normal bact testing. Per the customer, the platelet unit has been discarded. Donor outcome is not available at this time. Full donor unit #: (B)(4) the trima disposable set is not available for return because it was discarded by the customer.

Event description:
There was not a transfusion recipient or patient involved for this event as the unit was not transfused, therefore no patient information is reasonably known at the time of the event. The ID, age, gender and weight provided in the initial MDR for this event was the information related to the donor.